Event description:
A discordant calcium (ca) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate instrument. There is no information regarding the repeat and reported calcium result. There are no known reports of patient intervention or adverse health consequences due to the discordant ca result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data. After evaluation, the cse determined that during the time of the event, the instrument generated an integrated multisensor technology (imt) standard b error message. The cse replaced the bulk fluid tubing and successfully tested the imt system. The cause of the discordant calcium result is unknown. The cse successfully ran a system check and instructed the customer to run quality controls, which were within specification. The instrument is performing within specifications. Further evaluation of the device is not required.